Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 70-year-old male in acute myocardial infarction/cardiogenic shock was to be implanted with an impella cp device for mechanical circulatory support. Due to the calcification of the patient's arteries, the physician was unable to deliver the impella cp. There was no noted damage to the impella and no patient injury sustained.

Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation. However, clinical information provided was sufficient to determine the root cause of the issue. Clinical details states that the patient iliac arteries were completely calcified and pump was unable to advance into aorta. The cause of the delivery issue was patient condition related due to pump unable to pass through vasculature with patient having calcified vessels.